Event description:
It was reported that a symptomatic patient presented in clinic with post-paced t-wave oversensing on the ventricular lead. Programming changes were made; no further issues were reported.